Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) evaluated the iabp unit and was able to reproduce the reported issue. In addition, the unit failed all three areas of the manifold test as well. The stm suspected that the recent blood back event may have caused the related failure. To fix the issue, the fse replaced the pneumatic module, helium reservoir assembly, fill manifold assembly, pressure-vacuum reservoir and the drive manifold assembly. The fse recalibrated the unit and performed full functional and safety tests which passed per factory specifications. The iabp was the returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed autofill failures with dead fill volume calculations and 0x3 diagnostic. The customer also later reported to the getinge service territory manager (stm) when he went onsite that a blood back incident occurred during use on a patient. No adverse event was reported.